Event description:
It was reported that a malfunction occurred on the pump, and a software error was detected. No information was provided regarding the impact on the customer's blood glucose level. The technical support team assisted the caller in resetting the pump, and the malfunction did not recur afterwards. The customer was advised that it was safe to continue using the pump and to contact support if any malfunction codes appeared again.